Event description:
New information received notes that the right ventricular lead dislodgement resulted in far p-wave oversensing, where atrial (a) and ventricular (v) electrograms were stacked together. It was also observed that the r-wave amplitude decreased. Chest x-ray and fluoroscopy confirmed the lead had dislodged.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.